Manufacturer narrative:
Patient identifier: (B)(6). This report is being filed on an international product, list number 02k91-39 that has a similar product distributed in the us, list number 02k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result generated on an architect i2000 processing module for one patient. It is not known if the patient is diagnosed with pancreatic cancer. Sid (B)(6) initial result = (B)(6), repeat results = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends or increase in complaint activity. Device history record review did not identify any non-conformances, deviations, or potential non-conformances for the likely cause lot number. The overall performance of the architect ca 19-9xr reagent in the field was reviewed using data gathered from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result is within the established control limits. Therefore, no unusual reagent lot performance was identified. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency with the architect ca 19-9xr reagent lot 29212fp00 was identified.